Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 28mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent strut got fractured. The device was removed from the patient's body. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 28 mm stent delivery system was returned for analysis. The stent was visually examined, and stent struts were noted to be lifted and pulled in distal direction. The stent showed no signs of movement and was set between the distal and proximal markerbands. An undamaged section of the crimped stent od was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no visible defects were noted. The balloon wings were tightly wrapped and evenly folded and there were no signs of positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 28mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent strut got fractured. The device was removed from the patient's body. No patient complications were reported and the patient was fine. It was further reported that the procedure was completed with another synergy stent.